Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race:unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2021-01140 for replacement lens. The cause of the event was unknown.